Manufacturer narrative:
Correction: section d1, d2a, d4 and g1 - MFR. Site establishment name and address based on product investigation.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.